Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a physician reported a (B)(6) female with spinal cord injury who experienced colon perforation after 1 year use of peristeen anal irrigation. The information indicated that anal irrigation was performed as usual but the catheter "slipped" into the bowel. The patient experienced pain and underwent emergency surgery where 20 cm of the bowel was removed , but no stoma was created. The diagnosis from the hospital was traumatic perforation of the rectum with purulent peritonitis after irrigation as well as obstipation and dehydration. Patient was hospitalized for 18 days.

Manufacturer narrative:
A medical review was performed by coloplast. According to the instructions for use (IFU) for peristeen bowel perforation is a very rare complication. The user is instructed to contact a health care professional if he/she during or after anal irrigation experiences severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. According to the literature and post-marketing experience risk factors include underlying diseases and treatments leading to weakening or obstruction of the bowel. This is addressed in the IFU and the user is instructed to consult and get thoroughly instructed by a health care professional before using the product. A bowel perforation can also occur if the procedure is not performed in accordance with the IFU. Therefore the IFU includes the information that anal irrigation should only be initiated after instructions from a health care professional. In the IFU it is stated that if you are heavily constipated an initial and thorough clean-out of your bowels is advisable before starting up the irrigation procedure. In this case a (B)(6) female suffered a rectal perforation, surgery, and peritonitis after 1 year treatment with peristeen anal irrigation. The rectal catheter slipped into the bowel and caused a penetrating trauma to the rectal wall. The patient had a rectal resection. There is no information whether the patient had a stoma created. Concomitant factors include obstipation and mental problems. Sample was requested for test but was never received. The patient refused further contact, and further conclusion cannot be made.